Manufacturer narrative:
Inspected five opened and used reservoirs and three sealed reservoirs. Performed leak test and all reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Event description:
It was reported that the reservoir leaked insulin into the insulin pump reservoir compartment. Caller stated that the customer had low and high blood glucose due to the leakage. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.